Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on an unknown date. Fiducial markers were placed transperineally prior to the injection. The procedure was performed under local anesthesia. In a follow up routine, the patient reported passing hydrogel in his stool, as potential placement of the hydrogel into the rectal wall. It was noted that patient reported having pain for one week. The patient was prescribed with cipro to address the hydrogel discharge. The patient will complete external beam radiation therapy as planned. The patient underwent a therapy with a balloon. At the time of this report the patient's current condition is unknown.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/28/2024. Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge.